Manufacturer narrative:
(B)(4).

Event description:
This rv lead was capped on (B)(6) 2017 due to loss of capture. Both the rv and ra leads had loss of capture due to twiddlers syndrome. The patient was referred for laser extraction on this rv lead due to adhesion in the svc. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.